Manufacturer narrative:
The patient¿s date of birth and/or age were requested, but was not provided. The patient¿s weight was requested, but was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 3 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted due to a driveline infection. Log file analysis completed by the manufacturer¿s technical services representative revealed no unusual events seen within the log file. The mcs equipment was operating as expected. Additional information was requested, but was not provided.

Manufacturer narrative:
A specific cause for the reported driveline infection could not be determined. Multiple requests for additional information have been sent to the customer. The patient remains ongoing on left ventricular assist system (lvas) support with no further reported issues. No product available for investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.